Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-sep-2018 with the following findings: during investigation. The black box and alarm history showed no evidence of ¿communication¿ alarms. The returned battery cap is undamaged and able to fit. There was evidence of moisture corrosion is observed on the display screen inside the pump and in the battery canister. ¿ez-prime¿ steps were performed correctly, no communication or any eaw occurred during the investigation. Unable to duplicate ¿communication¿ complaint. Pump¿s cover was removed, further moisture ingress was found to the power pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.